Manufacturer narrative:
Revision occurred after 5 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 5 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm + 3 stability humeral cup explanted and replaced with a 36 mm + 6 humeral stability cup and 9 mm spacer.